Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient wanted to find out if they can go to a chiropractor. Patient stated they had a intrathecal pain pump and they were worried that with the catheter was being so close to their skin from the back, all the way around their waist to the pump in their abdomen that it could be damaged. They had six-week migraine and thought maybe they could try it. At about a week later, additional information received from healthcare provider (hcp) reported that the patient never had a pump system. Hcp stated the only system the patient had was the stim device. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient wanted to find out if they can go to a chiropractor. Patient stated they had a intrathecal pain pump and they were worried that with the catheter was being so close to their skin from the back, all the way around their waist to the pump in their abdomen that it could be damaged. Patient also reported the way their body was manipulated they worries the pumped could be flipped. They had issues with this in their history. They had six-weeks migraine and thought maybe they could try it. At about a week later, additional information received from healthcare provider(hcp) reported that the patient never had a pump system. Hcp stated the only system the patient had was the stim device. There were no further complications that have been reported as a result of this event.